Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the midline and pocket sites, accompanied by persistent wound drainage. The patient was treated with antibiotics. All device components were explanted and were not returned in accordance with facility policy. The patient was doing well, with incisions well healed. Culture was taken and the result was negative.

Event description:
It was reported that the patient developed an infection at the midline and pocket sites, accompanied by persistent wound drainage. The patient was treated with antibiotics. All device components were explanted and were not returned in accordance with facility policy. The patient was doing well, with incisions well healed.

Manufacturer narrative:
Block b3: approximated based on the date the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7087251, UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 37232764, UDI: (B)(4).